Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24 july 2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. The field service engineer inspected mini drawer 1.10 and discovered that the tray pockets were configured incorrectly. The fse corrected the tray to the proper number of pockets and then tested each tray using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, main drawer 1.10 became stuck. The customer stated that the drawer, which contains ephedrine, repeatedly became stuck and would not open when attempting to access the medication. The customer reported that the drawer required multiple attempts and double pulls before it would open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.